Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the ok button does not respond on the onetouch® ultrasmart meter. The patient reportedly changed the battery on the subject meter and got stuck in the setup mode. According to the troubleshooting performed with customer service, the alleged malfunctioning "ok button and the up and down arrows button" issue will not allow the patient to escape from the setup mode to perform a blood glucose test. Replacement products were sent to the patient. The product issue began on the night of (B)(6) 2010. It is not known if the patient was able to obtain blood glucose readings on any other device after the incident. The patient's diabetes is not managed with any medication. There was no alteration to the patient's diabetes management as a result of the product issue. On (B)(6) 2010 at around 12:30 pm, the patient "felt hypo and then fell asleep." There was no allegation of treatment for severe hypoglycemia or hyperglycemia. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. This complaint is being reported because the patient reportedly had "hypo" symptoms a few months after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.